Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the heartstart mrx, indicating that the 3 lead ECG cable is worn. There was no reported patient impact or injury. Remote support from the customer care solution center was received. It was determined, that this was a malfunction of the 3 lead ECG trunk, which was ordered to resolve the issue and 1 extra for a spare part. The 3 leadset grabber, was also ordered proactively for the customer to have on-hand. The device remains at the customer site. No further action is warranted at this time.